Event description:
The customer reported a system pressure dome leak during treatment. Name of complainant: same as reporter. Customer called in to report a system pressure dome leak. Customer stated that a system pressure alarm occurred once at the very beginning of treatment. Customer reset and treatment resumed. A few minutes later, system pressure dome leak occurred, at approximately 200 ml whole blood processed. Customer aborted treatment, no fluids returned to pt. The customer returned the smart card and pressure domes for investigation.

Manufacturer narrative:
A review of lot file a333 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot a333 was performed. There was (B)(4) complaint for pressure dome leak to date for this lot. No trends detected. This assessment is based on the info available at the time of the investigation. The returned kit was received for analysis. The pressure dome membrane was found to be unseated. The root cause of this unseated membrane is an incorrectly assembled cap. An action was initiated and will mitigate this condition by specifying a detailed method for locating and fastening the cap to the pressure dome. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).